Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing cuff and pump were removed and replaced. During the procedure, a new balloon was implanted; however, the previous component remained in situ as the patient had a recent hernia repair on the same side. It was indicated that the physician suspected the hernia was related to the aus. It was noted that the cause for the return to incontinence was not known. There were no device issues nor further patient complications.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing cuff and pump were removed and replaced. During the procedure, a new balloon was implanted; however, the previous component remained in situ as the patient had a recent hernia repair on the same side. It was indicated that the physician suspected the hernia was related to the aus. It was noted that the cause for the return to incontinence was not known. There were no device issues nor further patient complications.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with implant of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.